Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump is delivering inaccurate during testing. No patient was involved. The customer stated no further information is available. On (B)(6) 2018 the service tech found that the device delivered 79.23ml of fluid during evaluation, measured by weight and converted back into ml. However, the device displayed that it delivered 92ml of fluid which is outside of tolerances.

Manufacturer narrative:
The unit was triaged and the reported issue was confirmed. A trend has been identified for this issue and a formal corrective and preventative action was opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.